Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist reported the following information :"removal of a long left gamma nail implanted on (B)(6) 2017 broken in the patient. No particular shock or fall."

Manufacturer narrative:
Evaluation revealed the broken nail to be the primary product. No deviations were found during review of the manufacturing documents (DHR). Correct dimension on the returned nail were confirmed in the undamaged areas. The evaluation revealed that the nail broke most likely in a fatigue fracture after a period of proxy. 3, 5 months of implantation. According to found damages the fatigue fracture had its origination in the anterior web at lateral. In this area significant material damage had weekend the web caused by misaligned drilling with the step drill; which presents an unintentional use error. Potential causes for events resp. Warnings are listed in the labeling. In this case the nail broke in an area where the material had been weakened significantly by intra operative misaligned drilling which was considered as user related. As medical records were not provided the reduction and course of bone healing could not be determined. A medical review was not possible. Based on the above the nail breakage was not linked to a deficiency of the device but was mainly user related. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No nonconformity was identified. The event was not linked to a deficiency of the device. If further information is received the investigation will be reopened.

Event description:
The pharmacist reported the following information :"removal of a long left gamma nail implanted on (B)(6) 2017 broken in the patient. No particular shock or fall."